Event description:
It was reported that the user experienced hyperglycemia with blood glucose readings up to 400 mg/dl after eating at a buffet and later reported a value of 346 mg/dl, prompting guided troubleshooting that included changing the cartridge/infusion site and confirming tubing fill with visible drops before inserting a new site; the lot number for the consumable was obtained, and the user reported sometimes pausing the pump during wheelchair-pushing activities due to prior lows, for which a blood glucose questionnaire was completed. Symptoms included hyperglycemia without reported clinical symptoms and a separate history of low blood glucose associated with exertion. Outcomes included stabilization of glucose back into range following the site change. Investigation included technical troubleshooting and user education regarding site replacement and infusion setup. Investigation of this case revealed no device malfunction identified and that hyperglycemia resolved after site replacement, with contributing factors possibly including recent high-carbohydrate intake and pump pauses during exertion. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.